Manufacturer narrative:
The returned device was evaluated and there are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 77 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had fallen two times hitting their head and having loss of consciousness. The patient reports prior to going to the hospital their blood glucose level was 82 mg/dl. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with insulin. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.